Event description:
It was reported to philips that during a procedure the bv endura device failed to produce radiation. Another device was brought into the room and the procedure was completed, resulting in a delay. It was reported that the patient sustained increased bleeding and increased infection as a result of this issue. We are conservatively reporting this event as the extent of the bleeding and infection are currently unknown.

Manufacturer narrative:
11-oct-2023 final report: philips has investigated this complaint. According to the additional information acquired, there was no harm to the patient. The surgical procedure could be completed by using another system. A philips field service engineer (fse) inspected the system on-site, checked the system¿s log files and measured the system¿s interface board voltage. It was confirmed that the system¿s interface board was damaged. The fse replaced the damaged interface board and the system was returned to use in good working order. The codes were updated based on the investigation outcome.